Event description:
The customer reported their AED will not power on with new 9v battery. The unit has been out of service for over a month due to depleted battery pack and has a blank asi. The reported event did not occur during patient use.

Manufacturer narrative:
Communication with the customer did not identify the cause for the depleted battery pack. The maintenance schedule is unknown. No additional information is available to further investigate the event. Referred customer to distributor for replacement battery pack. As the battery pack/ log files will not be returned for analysis, the cause of the complaint cannot be determined. The IFU states: improper maintenance can cause the defibtech ddu series AED not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. The available information does not indicate that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.